Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus due to the carbohydrates feature being turned off. The customer's blood glucose (bg) level was greater than 500 mg/dl. Bg was addressed via a manual injection. Tandem technical support walked the customer through enabling their settings on the pump to resume bolus delivery and the issue was resolved.